Event description:
Revision surgery - due to a subscap tear.

Manufacturer narrative:
The reason for this revision surgery was to repair a patient subscap tear after 5 months of use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. (B)(4). No details were provided concerning the nature or root cause of the tear. There are no indications of a product or process issue affecting implant safety or effectiveness.